Event description:
Customer reported a malfunction with a code labeled as malf 9. There was no reported impact on the customer¿s blood glucose level. Technical support provided information on how to reset the pump, assisted the customer in this process, and confirmed that the malfunction code did not recur. Customer was advised to continue using the pump and to call back if the issue reappears, which was acknowledged and understood by the customer.